Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification. No damage was seen to the bottom housing or environmental seal that would prevent the needle from deploying as intended. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Inspection of the cannula assembly found the exposed portion of the soft cannula was damaged. It could not be determined how or when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering a correction bolus, the patient's blood glucose levels reached over 356 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother realized the pod had fallen off and the cannula dislodged from the infusion site (leg). As treatment, and a new pod was applied.